Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a shunt. It was reported that the patient was experiencing under-shunting problems. No patient impact or symptoms have been reported.